Event description:
The user facility reported that the device "slipped" on a patient. Additional information was requested from the facility.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation will be initiated based on the reported information.